Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt had no stimulation sensation. There was no known accident or incident related to the event. Add'l info rec'd noted that the cause of the event was high impedance of leads. It was noted 1000 electrode +. The issue regarding the lead was unk, possible lead dysfunction/fracture. The pt was still trying to decide on revision of lead. As of the time of the report, there had been no surgical intervention. Signs/symptoms associated with the event included minimal to no stimulation. No hospitalization was required. The pt outcome was no injury.